Event description:
Boston scientific crm received information that the patient with this right ventricular lead was hospitalized after receiving inappropriate shocks. Interrogation performed revealed this lead did not capture or stimulate; lead dislodgement was suspected. An x-ray was performed confirming the lead was dislodged and located in the inferior vena cava. The device has been turned off and the patient remains hospitalized until a revision procedure is performed.

Event description:
Additional information was received. A revision procedure was performed, this lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. When the revision procedure has been performed or should additional information become available, this event will be updated.

Manufacturer narrative:
At this time, this lead remains implanted and in service. Should additional information become available, this event will be updated.